Manufacturer narrative:
Block h6: device code a0401is being used to capture the reportable event of handle break. Block h11: investigation result: the returned speedband superview super 7 was analyzed, and it was observed that the device was returned with the handle check valve detached. The handle was also returned with a piece of the biopsy cap. No other problems with the device were noted. The reported event of handle break was confirmed. During visual and microscopic inspection, it was seen that the handle check valve was detached. The handle also returned with a piece of biopsy cap. It is most likely that this damage at the check valve section occurred as a result of manipulation of the device as it was being prepared for use in the procedure. Based on all gathered information, the probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal banding procedure performed on (B)(6) 2025. During the procedure, the physician reported the handle was broken. The procedure was completed with another speedband superview super 7. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 device code a0401is being used to capture the reportable event of handle break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal banding procedure performed on (B)(6) 2025. During the procedure, the physician reported that the handle was broken. The procedure was completed with another speedband superview super 7. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.